Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the tsw35 instrument was used by the surgeon to staple the meso-appendix and appendix. While firing, the surgeon already had the idea that firing did not feel right. After removing the stapler he found that the stapler had stapled, but did not cut (also did not completely staple). The surgeon took another instrument to complete the case and it functioned well. There was no consequence to the pt.